Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was doing nothing but watching television when the jolt happened. They shut the device off for 48 hours and turned it back on, which seemed to make it fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient experienced a jolt of pain and was not uncomfortable like a nagging pain at the implant site where the incision was at. There were no traumas or falls related to the issue. Patient stated that they were just sitting on the couch when this occurred. Patient was advised to follow up with their healthcare professional (hcp). No further complications were reported.